Manufacturer narrative:
This report is submitted on december 13, 2019.

Event description:
Per the clinic, the patient experienced skin overgrowth which was treated with a topical ointment (unknown type). The implant remains in-situ.

Event description:
It was reported that the patient was placed under general anesthetic to undergo skin revision surgery and an abutment change, the patient was treated with topical antibiotics.

Manufacturer narrative:
This report is submitted on 24 march 2020.